Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed on the initial firing. The jammed was cleared and it continued to jam with subsequent firings. The clips fired were scissored. Another device was used to complete the procedure. There was no impact to the patient.